Event description:
The ethicon harmonic shears utilized for the salpingectomy heated up along the shaft of the instrument causing a thermal burn of the patient's small bowel. When the shaft was lifted off the bowel it had adhered to the bowel, approx 3-5 cm up the shaft of the harmonic shears. It was evident that the shaft was hot. The issue was discovered quickly. Due to the instrument shaft being adhered when the instrument was lifted away from the bowel, the tip of the instrument ("jaws") touched the bowel, causing another burn. It was noted that when the harmonic was initially utilized it was not cutting or cauterizing as expected. Instrument and generator were removed from operation room and taken to biomed to be inspected and sequestered.